Event description:
In 2009, the patient reported that, starting yesterday, she has had elevated blood glucose readings with her normal range being in the 140's mg/dl. She did not bolus until 10:28am, when she bolused 20 units of insulin for her breakfast. She said her noon blood glucose was 272 mg/dl. She did not deliver a bolus. She measured her blood glucose during the report and it was 249 mg/dl. Symptoms are shakiness and feeling sleepy. She said she did not think her insulin infusion device was working correctly, because the screen display showed 282 units of insulin in her cartridge, but visually it appears there is about 171 units. She switched to her backup infusion device, using the same cartridge and the screen displayed 282 units. She said it appeared to have about 180 units in it. She was advised to remain on her backup device until she changes her cartridge. On follow up the next day, the patient said that at 7:20pm last night, her blood glucose was 310 mg/dl and she discovered her infusion set tubing connector was cracked and insulin was leaking out. She said she changed her cartridge and inserted a new headset and at 9:20pm her blood glucose was 274 mg/dl. Her blood glucose decreased to 128 mg/dl by midnight to 113 mg/dl upon waking this morning. She said her most recent reading was 131 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.